Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using bd vacutainer® edta 2k tubes, five samples were overfilled. There was no report of an impact on the patient or user.

Manufacturer narrative:
H.6. Investigation summary: bd received 5 samples and 3 photos for investigation. The photos were reviewed and the indicated failure mode for overfill with the incident lot was not observed. The customer samples along with retention samples from bd inventory, were visually inspected with no issues identified. Additionally, the customer samples and 10 retention samples were functionally evaluated, and all tubes performed within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode, overfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that when using bd vacutainer® edta 2k tubes, five samples were overfilled. There was no report of an impact on the patient or user.